Manufacturer narrative:
(B)(4). Event date: unk. Medical device: batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: please provide a timeline of events. How was the leak identified? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Was buttressing material used? Were there any staple formation issues noted throughout care of patient? Is device available for return? What is the current patient status? Leak discovered post op. No device or additional information available.

Event description:
It was reported that post-op to a sleeve gastrectomy procedure, the patient presented with an anastomatic leak. No other information is available at this time.